Event description:
It was reported by customer that the patient's mediport tubing cracked at the y site hub causing a leak of blood and chemotherapy (minimal). Nurse was in room and immediately stopped the chemo, patient re-accessed successfully after one unsuccessful attempt. Prior to chemo starting + blood return + flushing with no resistance. Current line + blood return, flushes well no resistance, chemo restarted 45 minutes after initial start of infusion. Additional information received 19 oct 2023: 2 reported occurrences. Not any available patient information. Did not involve an urgent/life threatening medical situation. Required 2 more needle insertion attempts and delayed chemotherapy by 45 min. No catheter securement utilized. Not any patient harm, injury, or negative outcome that has not already been discussed. This report addresses the first occurrence.

Manufacturer narrative:
H11: section a through f -the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by customer that the patient's mediport tubing cracked at the y site hub causing a leak of blood and chemotherapy (minimal). Nurse was in room and immediately stopped the chemo, patient re-accessed successfully after one unsuccessful attempt. Prior to chemo starting + blood return + flushing with no resistance. Current line + blood return, flushes well no resistance, chemo restarted 45 minutes after initial start of infusion. Additional information received 19 oct 2023: 2 reported occurrences. Not any available patient information. Did not involve an urgent/life threatening medical situation. Required 2 more needle insertion attempts and delayed chemotherapy by 45 min. No catheter securement utilized. Not any patient harm, injury, or negative outcome that has not already been discussed. This report addresses the first occurrence.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the infusion set tubing was confirmed and the cause is currently under investigation. The product returned for evaluation was one 20 ga x 0.75 in. Powerloc max. The returned product sample was evaluated and the following observations were made: a tear in the extension tube was observed at the interface of the y-site the fracture surfaces of the damage contained striation-like patterns which were indicative of flexural fatigue based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors also contributed. The device is a supplied component and the supplier has been notified of this event.